Event description:
Report received indicated the optease vena cava filter was unable to pass through the 6f introducer sheath. In addition, the filter struts would not expand. The product was stored according to labeling instructions and no abnormalities were noted during pre-use product inspection with any of the package components (filter, brite tip catheter sheath introducer, vessel dilator or obturator). The device was prepped following the instructions for use. The sheath introducer was flushed without difficulty during preparation. There were no kinks, bends, compressions or other abnormalities noted. The sheath was advanced without difficulty or resistance. Thereafter the filter was advanced within the sheath; however, resistance was met and filter could not advance any further than the sheath's midpoint level. There was no excessive force use. The access was made uneventfully through the femoral vein. The vasculature was not tortuous. The entire system was pulled out of the body and another optease filter was used with good results. There were no patient injuries. Of note: after the filter was removed from the patient, attempts were made to expand the filter; however, the filter struts would not expand. The entire filter was constricted. There were no other secondary issues noted.

Manufacturer narrative:
This product has been returned for evaluation and testing, however the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.